Event description:
It was reported that the event occurred while in the cath lab during insertion. Upon inflation of the balloon in the right atrium, the balloon was found ruptured. There were no problems found during the inflation test using carbon dioxide. As a result, the catheter was removed successfully. A new kit was used successfully. There was no report of patient death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The patient outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.